Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 6095773. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the safety mechanism of a bd autoshield¿ duo 0.30mm (30g) x 5mm safety pen needle failed to lock out after use and there was a concern that the patient did not receive his appropriate dose of insulin. It is unclear if the patient properly engaged the device or if there was a problem with his dexterity. It was reported that the patient and his care givers monitored his blood glucose level, that he was feeling fine after the incident, and there were no reports of serious injury or medical intervention.